Manufacturer narrative:
The information provided was obtained from a retrospective review of servicing data; therefore, no other information is obtainable at this time. There was no reported patient involvement.

Event description:
(B)(4). Contact: (B)(6) physical damage. Customer stated all channels error 272 for being out of calibration was confirmed. Found damaged at front case, broken pole clamp knob, and bad nicad and lithium batteries. Awaiting for customer's approval with major repair and credit card information. (B)(4). There was no patient involvement.

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and trackwise files and found relevant to the service repair. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record showed the device had a manufacture date of 22sep2004. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(6) was performed in bd2 trackwise which did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
On (B)(6) 2018 10:28:32 (B)(6) po for (B)(6) appr0ved by (B)(6). Shipping & billing addresses confirmed. Npi. On (B)(6) 2018 10:38:15 (B)(6) credit card payment contact: (b)(6 on (B)(6) 2018 05:33:16 (B)(6) physical damage. Customer stated all channels error 272 for being out of calibration was confirmed. Found damaged at front case, broken pole clamp knob, and bad nicad and lithium batteries. Awaiting for customer's approval with major repair and credit card information. On (B)(6 )2018 09:31:15 (B)(6) updated from mnr to mjr for the major needed per (B)(6), service tech. Repair approved by (B)(6) at (B)(6). No change to the po#. Per (B)(6), please bill the repair to his credit card: visa // (B)(6) on (B)(6) 2018 08:52:19 (B)(6) (B)(4) there was no patient involvement.

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and trackwise files and found relevant to the service repair. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record showed the device had a manufacture date of (B)(6) 2004. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(4) was performed in trackwise which did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). There was no patient involvement.